Manufacturer narrative:
Device not returned.

Event description:
It was reported that ams 800 artificial urinary sphincter was explanted due to recurring incontinence and atrophy under the urethra on (B)(6) 2018. The device was originally placed in 2014. A new ams 800 artificial urinary sphincter with a 4.0 cm cuff was implanted. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.